Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a clot removal procedure. It was reported that intra-operatively, the site had difficulty getting an accurate registration with a patient exam. A manufacturer representative stepped the site through trace registration with additional touch-points. The trace points collected and displayed correctly on the patient's face but all collected touch-points were red. When the surgeon attempted to verify the registration, when they touched on the patient's nose, the system displayed them touching on the back of the patient's head. If the site moved the probe to the patient's left, the system displayed them moving to the patient's right on the back of the head. The site attempted to register a few more times. The last registration used by the site showed the points mapping to the back of the head. The site swapped to a different navigation system and were able to register and continue the case without further difficulties. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.